Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl and a bolus was delivered via the pump to address the bg level. Although the customer had not yet changed the supplies on the pump, the customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions. The customer was to revert to using insulin injections to manage diabetes.